Event description:
Reporter indicated that a vns pt has experienced increased constant dysphagia with vns therapy. It was reported that the pt's dysphagia was not as prominent at a lower output current; however, the pt's family would not allow the physician to lower the output current, because the pt's behavior had improved with vns therapy. Gastrostomy was placed in response to the dysphagia.